Event description:
Caller states that he tested at 50mg/dl on the device with no sings of hypoglycemia. He states that he tested ten mins later with a result of 238mg/dl. No adverse event reported. No treatment received. No qcs were used. Requested return of suspect device and replacement was sent.